Event description:
The company representative reviewed the programming/diagnostic history on both of the surgeon's handheld computers. However, no interrupted system diagnostic tests were found on either computers prior to generator replacement surgery. The representative is not sure when the faulted test may have occurred. Also reviewed the programming/diagnostic history on the neurologist's handheld computer, and no faulted diagnostic tests were found. In addition, no change in the patient's programming settings were observed on any programming system. Attempts for additional information have been unsuccessful to date.

Event description:
During the review of the product analysis results for a patient's generator that was replaced on (B)(6) 2011, it was observed that the as-received programming settings in the product analysis lab were indicative of a programming anomaly occurring at the time or prior to surgery. The faulted test caused the patient's settings to be changed unintentionally, and it is unknown if the patient's settings were at unintended parameters for some time or just the time of the surgery. Attempts to obtain programming/diagnostic history from the patient's neurologist and surgeon have been unsuccessful to date.